Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011. The clinician reports attempted to place the implant but it was unsuccessful due to wrong placement handpiece. The implant was removed on (B)(6) 2011 due to lack of equipment. Medical history: no significant findings.